Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a relocation of the ipg due to feeling uncomfortable. The patient had a battery swap since the previous ipg was not holding a charge. No malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.